Event description:
Clinical engineer is requesting assistance with reading the event logs where the device infused faster than expected. The customer reported a patient was to receive a study medication over 90 minutes. Fluid in bag was around 300 ml programmed at 210 ml/hr, and expected to infuse over 1.5 hours, actually finished within 60 minutes. Infusion was programmed as a basic infusion due to study medication. The administration set (model 10013890) is pre-primed in the pharmacy. The set is connected below the pump to a primary line (model 2461-0007) infusing normal saline. There was no patient harm or medical intervention required. No further patient/event information is available.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the log review is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.